Manufacturer narrative:
Additional product code hwc. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent a removal surgery on (B)(6) 2020 and during the removal surgery, the surgeon found that 3 screws which were inserted at distal ulna side had been broken. The patient had a surgery for distal radius fracture on (B)(6) 2019. Removal surgery was done because bone union was confirmed. All screw was removed. There are no pieces in the patient. The doctor confirmed by x-rays. It was unknown if there any surgical delay. The patient outcome was unknown. Concomitant device reported: va-lcp volar rim distal radius plate (part# 04.115.851s, lot# 4l81557, quantity# 1); titanium variable angle locking screw (part# 04.210.120s, lot# 4l18679, quantity# 1); titanium cortex screw (part# 402.874s, lot# 2l37195, quantity# 1); titanium locking screw (part# 412.814s, lot# 5l35352, quantity# 1); titanium locking screw (part# 412.816s, lot# l923106, quantity# 1); titanium locking screw (part# 412.818s, lot# l778257 , quantity# 1); titanium locking screw (part# 412.820s, lot# 4l61434, 4l61424 quantity# 1); this complaint involves three (3) devices. This is 3 of 3 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the screw was found broken between the shaft and the screw-head. There are several mechanical damages visible on the entire surface of the broken parts and in the respective screw recess (torx). No other issues were identified with the returned components of the device. All features related to the reported complaint condition were reviewed and no other issues were identified. A dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. The complaint condition is confirmed as the screw was found broken. This lot was manufactured in january 2019. We are not aware of any other complaint for this article- and lot combination. Unfortunately we are not able to determine the exact cause which has led to the breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot part: 412.824s, lot: 3l20691, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 31.jan.2019, expiry date: 01.jan.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile 412.824 / 2l98725 was manufactured in grenchen part: 412.824, lot: 2l98725, manufacturing site: grenchen, release to warehouse date: 04.jan.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.